Manufacturer narrative:
This report is filed september 10, 2015.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not 1020120220309 as previously reported. Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed june 24, 2015.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, april 28, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.